Event description:
The customer states that the cell-dyn 1600 analyzer generated erratic results on the night shift on an emergency room patient. The patient was scheduled for a transfusion due to a hemoglobin result of 7.1 g/dl with a hematocrit of 13.0%. A pre-transfusion sample was drawn with a hemoglobin result of 13.0 g/dl and a hematocrit of 38.0%. The sample from the night shift was repeated and correlated with the results from the pre-transfusion sample. Controls have remained within specifications on all runs and no flags or alerts were generated. The transfusion was cancelled.